Event description:
It was reported that during a planned device replacement it was elected to also extract a chronic capped atrial lead, and afterwards the right ventricular (rv) lead superior vena cava (svc) coil impedance was unstable and high. It was noted that the rv lead measurements had been good and stable, but after extracting the atrial lead and connecting the rv lead to the new device the impedance was not acceptable. It was questioned if the rv lead had an insulation problem. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Evaluation summary: the inner insulation was kinked/buckled, the outer insulation of the lead was extrinsically breached due to a cut, the overlay tubing of the lead was extrinsically breached due to a cut, the inner insulation of the lead was observed to have blood ingression, the outer insulation of the lead was observed to have blood ingression, and visual summary analysis of the lead indicated apparent explant damage; full lead in segments returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.